Event description:
Additional information was received from the patient. It was reported that the patient the patient notified his managing physician about the spinal cord stimulator being in the wrong place, the lack of effect, and the inability to charge right after the implant surgery. The patient spent three hours with a manufacturer representative (rep) trying to get it to work and it just did not work. The patient told the rep that was working with him during the implant surgery that it wasn't hitting the right spot and then the next week, within a few days, the patient went into the office for a follow-up appointment and they were made aware again. It was noted that the patient had to be very careful with what he was doing after the surgery, so he did not go back and have surgery. The spinal cord stimulator being in the wrong place, lack of effect, and inability to recharge had not been resolved.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the spinal cord stimulation was not placed in the proper place to help the patient¿s back. The patient had only used it for about 3 weeks because they kept trying to adjust it to see if they could get it work, and the patient spent hours there trying to reprogram, but it didn¿t work just doesn¿t ¿hit¿ where he needed it to. The patient was in need of a MRI of his back, but he was not able to activate MRI mode because the battery was uncharged and the patient was not able to start a charge again. The device hadn¿t operated in about 18 months. The patient had tried charging it about 4-5 months prior to the report out of desperation and his back is so bad that he wanted to give it another shot, but he couldn¿t get it to work. The patient was wondering if a manufacturer representative could assist with getting his battery charged again in order to activate MRI mode. The patient was redirected to their health care provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.